Event description:
Information received from the field notes elevated pacing thresholds and diaphragmatic stimulation. The device was programmed to allow the patient to tolerate bi-ventricular pacing.